Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio2 meter would not power on. The complaint was classified based on customer care advocate (cca) documentation. The patient could not specify when the meter issue occurred. The patient manages his diabetes by self-adjusting his insulin doses and continued to take his usual insulin dose in response to the alleged issue, however stated that he did increase his food and ¿sugary drink¿ intake. The patient reported that one week after the alleged issue occurred he developed a symptom of ¿tired¿ however denied receiving any treatment. During the call the cca noted that the customer did not have the meter available so no troubleshooting was performed. The product was requested back for evaluation. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.